Event description:
The implant failed due to pt's disease (diabetes). Doctor did not give info except for above info.

Manufacturer narrative:
According to our investigation there was no discrepancy on our product. There is no info about medical condition of pt.